Event description:
It appears the intrathecal portion of the epidural catheter of a neuro stimulator pump has broken off and is free floating in the spinal canal. Neurosurgeon feels that this should be left alone and not removed at this time.====================== health professional's impression======================portion of catheter broke off and is still located in the spinal canal.